Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One 6f telescope guide extension catheter was attempted to be used during a procedure to treat a moderately tortuous, moderately calcified lesion with 90% stenosis in the diagonal artery. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues noted. The device was inspected and prepped per IFU with no issues noted. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that the distal tip of the device detached during withdrawal of the device from the vessel/guide catheter. The telescope device and the detached portion were removed via a balloon inflation-assisted approach, gradually pulling the device back until ultimately it was fully removed. No further patient injury reported. The patient is doing well and no complications occurred as a result of this event.

Manufacturer narrative:
Product analysis: the telescope device was returned for analysis. A non-mdt guide catheter was returned with the complaint device. A detachment of the lumen of the telescope gec, distal to the proximal bond was identified. The coil of the device appears to have been pulled out. The material at the detachment site appeared stretched. The coil remains attached to the proximal portion of the device. Deformation was evident to the entry port of the device. No deformation was identified on the proximal on-ramp. Deformation was evident to the tip of the device, however the distal markerband and the tip remains intact. No other deformation evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.